Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after a restart of the system. The performed procedure is unknown as the customer did not provide this information. A philips field service engineer (fse) visited the site and confirmed that there was a problem with emitting fluoroscopy and making exposures, and intermittently there was no information on the data monitor. The fse inspected the logfile and found that the sequencer scan timing start was missing. The fse solved the issue by replacing the system interface box (sib). The returned part has been analyzed; however, no failure was found. After the replacement of the sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome.